Manufacturer narrative:
Reported event: an event regarding malposition involving an unknown shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: it was reported that the shell was revised to change its position. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "right hip revision due to trunnion break. All implants listed below (stem, head, liner, and shell) were explanted. No more information is available per doctor." Update: "shell revised to change position. No allegations against liner."

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
As reported: "right hip revision due to trunnion break. All implants listed below (stem, head, liner, and shell) were explanted. No more information is available per doctor." Update: "shell revised to change position. No allegations against liner".